Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the lead found no anomaly. The lead was able to pass through a known good conductor without issue. (B)(4).

Event description:
It was reported that during implant of the lead, the lead could not be pulled out of the lead introducer and there did not appear to be a fracture at the end of electrode 0. Another lead introducer was used with the same result. The lead was tested and did not get a great result, so they tried to move the lead. When they tried to reposition the lead again, it was still caught. Use of another lead resolved the issue. Additional information received reported that the patient was fine and receiving effective therapy. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.